Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider. They reported they had last seen the patient on (B)(6) 2015 so they did not have any knowledge regarding the cause of the power on reset (por) nor what the patient's weight was when the por occurred. No further complications were reported.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain. The patient reported a power on reset (por) error code. They went to charge when it happened a good week ago. During the report the patient connected their recharger to the ins again and saw the por information. They clicked again and began charging with full coupling. The steps to clear the por including pressing the sync key, pressing any arrow on the navigation button, and pressing the sync to complete the reset were reviewed with the patient. The por was successfully cleared. The patient turned their therapy back on. Therapy resumed at their last programmed parameters and was adequate. The patient was redirected to follow up with their healthcare professional (hcp). There were no patient symptoms reported and no complications reported.